Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that during a device change out procedure due to normal battery depletion, the surgeon damaged an artery. During the pocket revision to repair the artery, this right atrial (ra) lead and the right ventricular (rv) lead were damaged, resulting in high out of range impedances. The leads were surgically abandoned and new leads were placed. No additional adverse patient effects were reported.